Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the non-sustained ventricular tachycardia occurred one day post implant. The ipg was removed and replaced one day post implant. It was further noted there was an increase in thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), pacing was not delivered at the first deployment. The ipg was finally positioned by the second deployment in the apical direction. The patient experienced non-sustained ventricular tachycardia. It was observed that there was fixation of two tines resulting in the decision to remove the ipg and replace with a transvenous system as a result of the risk of increased number of deployments. No further patient complications have been reported as a result of this event.